Event description:
The customer reported obtaining erroneously low sodium (na) results for multiple patient samples involving a unicel dxc 600 synchron system. The customer indicated that when the issue was noticed, the instrument was recalibrated and samples repeated. Higher rerun results for na were obtained and reported out of the laboratory. Erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided instrument printouts for 20 patient samples but the difference in original and repeated results for 6 samples were within the assay precision claim. One other sample had only 1 result provided and could not be determined if the result was erroneous. Repeated na results for thirteen patient samples were not within the assay precision claim. Quality control (qc) prior to the event was within the laboratory's established ranges but the low level qc was at the bottom of the range. The customer noted that after the event, the low level qc showed a downward shift and was out of range. The customer had also reported that frequent recalibrations are needed due to downward shifting. Beckman coulter field service engineer (fse) was dispatched and replaced the carbon bridge, na measuring, and na reference electrodes. The fse also decontaminated the ion selective electrode (ise) system and repairs were verified per established procedures.

Manufacturer narrative:
Results: service replaced the carbon bridge and decontaminated the ion selective electrode (ise) system.